Manufacturer narrative:
Reliability analysis evaluated 1 opened/used enlite serter. Performed insertion test using anew lab enlite-sensor and rubber skin per specifications, serter passed enlite-serter connect/release properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that the inserter for their device was not functioning. Customer stated the infusion set continuously stuck to the inside of the inserter and were treating with manual insulin injections. Customer's blood glucose level was 439 mg/dl at time of reporting. Nothing further reported.